Manufacturer narrative:
Result of investigation: the molten-down electrodes suggest that the working electrode came into contact with the neutral electrode, creating a short circuit. This concentrated a high amount of energy at the touchpoint, leading to localized melting. However, the exact circumstances that led to this contact could not be determined retrospectively, as the relevant structures were no longer intact. No specific failure mode or component malfunction was identified. The investigation did not reveal any root cause related to the device design, labeling, or manufacturing process. All quality control measures were met, and no non-conformities were found in the production records. The labeling was confirmed to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "within the first 10 minutes of procedure there was a spark, and the loop tip burnt out leaving burnt tissue fragments inside the uterine cavity". No negative impact in state of health reported.